Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the consumer noticed a bubble inside the bd relion insulin syringe 1/2 ml, 31 g x 8 mm. When the cn put the substance on her finger it felt like an oily substance and discarded the product. . There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: defect: foreign matter, cat. #: 328509, batch#: 7135590, product description: syringe 0.5ml 31ga 8mm 10 bag 500 wal, date(s) of packaging: 30jun2017 thru 11jul2017, machine(s) packaged on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch# 7135590. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 8359162 (syringe 0.5ml asm 31ga 8mm sm700152 sc) that went into the finished batch# 7135590. Batch# 7170581. A device history record review ¿ a review of the device history record was completed for batch# 7135590. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 8359162 (syringe 0.5ml asm 31ga 8mm sm700152 sc) that went into the finished batch# 7135590. Batch# 7170581, date(s) of manufacture: 30jun2017 thru 11jul2017, machine(s) manufactured on: (B)(4). There were twelve (12) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.